Event description:
It was reported patient underwent a total right hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013, due to adverse reaction to metal debris. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." The following sections could not be completed with the limited information provided. Date implanted - unknown.

Manufacturer narrative:
Evaluation of the returned device found evidence of subluxation of the joint. The head taper showed possible evidence of fretting.